Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Insulin pump passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement and active current measurement. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm or no delivery alarm noted during testing. Insulin pump powered up properly after the battery installation. No blank display noted during testing. No low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. No the main arm cannot communicate with the motor arm, hal software error detected or pump error noted during testing. Pump was returned for hal software error detected. History file analysis confirmed hal software error detected. Due to software error (line number = (B)(4), file number = (B)(4)). Pump error hardware software detected (variable 3) alarmed during self test due to broken trace at u1 pin 6 (sda) on keypad assembly. Unable to verify audio or absence of alarm during self test due to pump error hardware software detected.

Event description:
The customer reported via phone call that the insulin pump had multiple error alarm. The customer's blood glucose value was 259 mg/dl. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the pump. Fill cannula was recorded in daily history. Customer was advised the insulin pump will need to be replaced. The customer declined troubleshooting for high blood glucose. Advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.